Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.0 diopter into the patient's left eye (os) on (B)(6) 2021. The surgeon reports elevated iop. Reportedly a washout was performed, diamox, iopidine, and iatanoprost were prescribed. Steroid treatment was stopped and nsaid (bromegenac) was started which lowered the iop initially but it was raised again.

Manufacturer narrative:
B5: updated information: reportedly the lens was explanted on (B)(6) 2021. Claim#: (B)(4).

Manufacturer narrative:
H6- investigation type: 4110- lens work order search- no similar complaint type events reported for units within the same lot. Claim# (B)(4).